Event description:
It was reported that the right atrial (ra) lead was opened, but not implanted. During the new implant, when the sterilized package of the lead was opened and being handed over to the physician, the tip of the lead popped out of the package, which is supposed to be covered with the plastic lid. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).